Manufacturer narrative:
Batch review performed on (B)(6) 2019; lot 113571: (B)(4) items manufactured and released on (B)(6) 2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient was having pain since 2016. Primary surgery performed on (B)(6) 2013. Revision surgery performed almost 5 years after the primary due to stem mobilization. The surgery was completed successfully.